Event description:
It was reported that the right atrial (ra) lead was not sensing appropriately and may be causing the device to have some failure to biventricular pace. The ra lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-53 implantable pacing lead 2004 (B)(6); 439688 implantable pacing lead 2012 (B)(6). (B)(4).